Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation grade 4+ with mitral annular calcification (mac). This was the physician's first mitraclip procedure. An ntw clip was implanted successfully, reducing the mr to grade 1. On (B)(6) 2022 the physician reported the follow-up transesophageal echocardiogram (tee) appeared unusual and sent an image to the proctor, who confirmed on (B)(6) 2022 that the clip was a single leaflet device attachment (slda). The clip had detached from the posterior leaflet, there was no tissue damage, and the mr returned to grade 3. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, mitral valve insufficiency/ regurgitation (recurrent mr) associated with the mr increasing to 3 was due to the slda. The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.